Event description:
During preparation for an ablation procedure to treat paroxysmal atrial fibrillation (paf), a farawave catheter was selected for use. It was observed that the flush port was leaking. The device was replaced, and the procedure was completed without patient complications. The device has been disposed of and is unavailable for return analysis.

Manufacturer narrative:
Media review: a video was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The video shows evidence of a catheter leak, confirming the reported event. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During preparation for an ablation procedure to treat paroxysmal atrial fibrillation (paf), a farawave catheter was selected for use. It was observed that the flush port was leaking. The device was replaced, and the procedure was completed without patient complications. The device has been disposed of and is unavailable for return analysis.